Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 438 mg/dl at the time. The customer also reported that the tape was not sticking and the infusion set cannula was bent. The customer was assisted in troubleshooting. She declined troubleshooting for bent cannula and high blood glucose. She tried treating her high blood glucose with bolus from insulin pump. The insulin pump will not be returned for analysis.